Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows a portion of the fractured screw remains inside the returned inserter. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the screw which attaches the lateral alignment guide to the offset inserter handle fractured. The screw became lodged in the inserter and unable to use.